Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated they are stuck in rewind complete/rewind bolus delivery loop. Customer did not try to deliver a bolus white in the rewind/fill tubing process. Customer is not able to esc to the status screen. The customer was advised to press act on the rewind complete screen and got an a33 alarm. The troubleshooting stopped cause the customer disconnected call.